Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. Sensing was changed to unipolar configuration resolving the lead noise. The patient was asymptomatic to noise. During the follow-up visit, the patient was noted to be doing great.